Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states both the right and left wheellock assemblies need replaced.